Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Concomitant medical products: d314drg (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were returned to the manufacturer after being removed and replaced without allegation at the time of system upgrade and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.